Event description:
While inserting the screw, the screw head fractured leaving half of it intact. The screw was left inside the pt.

Manufacturer narrative:
The product was not returned and hence, the actual device could not be investigated. The root cause for the given incident could not be established.